Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has confirmed that the cable connecting the distribution node (dn) to the rear cable the black pulse wire was damaged. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.